Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Healthcare professional additionally reported right side rupture. The device has been explanted and replaced.

Event description:
Medical staff reported ¿capsular contracture¿. Later, rupture, peri implant fluid and cyst was reported. Device was explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: .based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on anterior side assessed, as surgical damage. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Cyst: unable to observe, as it is a medical event. Not related to the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. No further actions are required, as the device was implanted.

Event description:
Medical staff reported, ¿capsular contracture¿. Later, rupture. Peri implant fluid and cyst was reported. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Medical staff reported unknown side ¿capsular contracture,¿ baker grade unknown. Device remains implanted.